Event description:
The customer felt that the insulin pump was over delivering, causing him to experience low blood glucose levels. The customer stated that he exposed the insulin pump to security body scanners due to his job. The customer visited his health care professional, but he continues to experience low blood glucose levels after adjusting the settings. The customer has stopped wearing the insulin pump due to this issue. Troubleshooting was performed, and the insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.